Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n272878, implanted:(B)(6) 2011, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that the patient had increased pain which started a couple days ago. The patient presented to the emergency room (ER) on the date of the report as they thought their pump was dry. The healthcare provider (hcp) had a printout which indicated the low reservoir alarm date of (B)(6) 2015. The patient had a personal therapy manager (ptm) and did not use it as much as prescribed, and the patient said the last date shown on the ptm was (B)(6) 2015. It was discussed with the reporter that there was still drug in the pump tubing and catheter and that the patient would receive that drug at the current dose if they filled the pump with saline. Additional information received reported that the patient started hearing her pump alarm and it was empty. The patient was subsequently in withdrawal and went to the emergency room (ER) over the weekend, and they were not able to fill the pump; not able to put saline in the pump; and not able to silence the alarm. The patient was ¿pretty miserable,¿ and had bad diarrhea, shakes, and could not eat. The patient did not have any appointment set at that time. The patient was later noted to be in the ¿throws of a deep withdrawal¿ and they could not find a physician. The refill date was noted as (B)(6) 2015. The patient was given a klonopin 0.2 mg patch, and phenergan 25 mg pills every 6 hours as needed for nausea. The patient was working with her primary care physician. The patient was upset and felt like no one cared. The reporter was redirected to the hcp. The pump system was being used to infuse hydromorphone and bupivacaine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.